Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored 21 ventricular episodes over the weekend, delivering several bursts of anti-tachycardia pacing (atp) and one 31j shock due to intermittent oversensing. This was due to a combination oversensing of the patient's cardiomems heart failure system, and a patient history of slow ventricular tachycardia (vt).